Event description:
It was reported that during the implant procedure the helix would not extend or retract. The lead was removed from the patient and then it took too many turns before the lead popped out. The physician decided to use a different lead to successfully complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that there was blood in/on the helix mechanism and the lead was damaged at implant.